Event description:
Initially developed a stye in my eye. It became infected and has resisted treatment. At the time, I was using a contact lens cleaner called amo complete moistureplus. I read yesterday this prod is now being recalled with a possible bacterial prob. I've seen an eye doctor several times and the infection has not completely cleared up and reoccurs easily. Dates of use: 2006 to 2007. Diagnosis or reason for use: prod recalled because of bacterial problems. Event abated after use stopped or dose reduced: no. Event reappeared after reintroduction: yes.